Event description:
My mom underwent hip surgery by one of the leading doctors from (B)(6). After the operation she complained about the pain she had from last several week. She didn't even walk much because of that. She went several times to that doctor again and again. Even doctor couldn't figure out the problem after x-ray and made fun of her many times. After several months she went to another doctor and found that hip replaced part is broken from the middle and got rough with in 3 years. After operation doctor finds hip parts are totally broken from different areas. Doctors don't have answer how this happened. I am sure this is because of low quality of hip replacement part and poor quality of material used to manufacture this part. She needs to do that hip surgery again with another doctor. Right now she is suffering from lot of pain and discomfort because of same surgery again and amount she pay for that surgery again and again. I want you to take action against that company so it should not happen again to other patients who are using same hip parts.